Event description:
It was reported on clinic note dated (B)(6) 2010 that a vns pt had a seizure on (B)(6) 2010 and was taken to the hospital. No tests were done while at the hospital according to the note. The pt was referred for battery replacement. At the moment, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.